Event description:
Additional information indicated that the lead was explanted due to a fracture and successfully replaced.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead had fallen a few times and now exhibited high pacing impedance measurements greater than 3000 ohms. The shock impedance measurements remained within normal limits. The r-waves went from 14 to 2.1 with no capture. The local field representative inquired about changing out only the pace/sense portion of the lead. Technical services (ts) discussed this would be at the physician's discretion. Ts indicated that we would not know what caused the issue with the pacing impedance conductor and that what caused that could eventually lead to the high voltage conductors so, it may be worth replacing the entire lead. Additional information has been requested; however, no further information is currently available.